Event description:
It was reported that the patient can not raise left arm as straight as the right arm and can not sleep on the left side. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.